Manufacturer narrative:
Examination of the returned support arm found that the thread locker for the locking/unlocking screw had released and the joint could fall apart. The cause has not been determined but the most probable cause was further screwing/unscrewing of the handle after the stop of locking/unlocking caused the damage.

Event description:
It was reported that the joint of the support arm was defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).